Event description:
It was reported that a spectrum pump's door will not latch. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue. Eval confirmed and reproduced the reported symptom of "door will not latch", after loading a set and closing the door. Eval found the force required to secure door is above expected levels and if not applied will cause unit to alarm "door not fully latched", as observed at eval, caused by door hooks out of adjustment. The failed door hooks and latch pins were replaced to correct this condition.